Manufacturer narrative:
No issue was observed during functional evaluation of the thermogard console (sn (B)(4)) performed on site. During testing, the coolant level was inspected and the coolant block was checked for short to ground, and found no issue. The console functioned as intended and passed all final testing criteria without issue. The report of the console displaying a low coolant message could not be reproduced. Review of the event log found no errors. The reported event was not confirmed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
It was reported that during patient use, the thermogard console (sn (B)(4)) randomly displayed a "low coolant" message on the display screen. The reporter noted that the coolant level was full. The console was replaced and patient therapy was completed using another thermogard console. The user was unable to specify the length of delay caused by the observed issue. No known patient consequence was reported. No further information provided.